Manufacturer narrative:
Additional information: b6: mean and mode used. B3: publication date used for event date. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling and associated risk documents was completed. Macular edema is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred but does not appear to have been a problem with the device or the way it was used. Macular edema is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
The following was reported through a review of the article titled, "real-world comparison of efficacy and safety of xen45 implant with phacoemulsification versus istent inject® w with phacoemulsification". Reportedly following phacoemulsification in conjunction with trabecular microbypass stent system procedures in a total of one hundred one (101) operative eyes, one (1) eye presented postoperatively with cystoid macular edema. Additional information is being requested. Please see the attached article for further details. Reference doi:10.1016/j.jfo.2025.104469.

Event description:
Through follow-up, the following additional information was received. Per report, it is not believed that the cystoid macular edema (cme) is solely related to the device as it occurs in approximately one-third of patients when optical coherence tomography (oct) is performed. The report noted that the cme resolved with eye drop medication.

Manufacturer narrative:
MFR# reference: (B)(4).